Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 232 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were off on one of the days due to the insulin pump being put in suspend. The insulin pump passed the prime test, but failed the high pressure test due to insulin leaking from the infusion set. The caller did not have another infusion set to repeat the high pressure test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.